Event description:
It was reported that the patient never had therapeutic effect. The patient stated his scoliosis didn't allow relief due to lead movement, and reprogramming didn't help. The possibility of removal was discussed. The patient planned to have a pump implant. The patient's status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).